Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact over-corrected for blood glucose (bg) of 500mg/dl and bg lowered to 45mg/dl. Contact entered the intended amount in the pump for the bolus; however, contact had over-estimated how much insulin was needed. Glucagon was administered and pump was disconnected from the customer to address low bg. There was no reported device issue. Recommendation was made to consult with healthcare provider regarding diabetes management.